Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). Maquet evaluated the device and assumes that the device failed to meet its specification due to an excessive mechanical stress on the cupola in abnormal conditions of use. This incident does not correspond to a deficiency of the device. The range has been tested and declared to be in compliance with en 60601-1 standard. Additionally, the device was directly involved with the reported incident however not being used for treatment or diagnosis on patient when the event occurred. No similar incident with a similar root cause has been recorded by maquet sas. A maquet field service technician replaced the broken screws with news ones and returned the device to service. The powerled series operating manual indicates that "the light should be positioned prior to any procedures to avoid having to move it more than necessary later on. Correctly positioning the light before each operation will limit the chances of it coming into contact with other objects (IV pole, pendant, etc.)".

Event description:
Factory reference number: (B)(4).

Manufacturer narrative:
The justification for the aware date change is that the malfunction would not have been reported normally but when pictures were received on 09september2016 an identified potential for harm was identified. This is when the determination for reportability of the event was made.

Event description:
(B)(4).

Event description:
Factory reference number: (B)(4).

Manufacturer narrative:
The manufacturing site was made aware of additional information on 09 september 2016. This new awareness date was previously omitted from the previous follow-up report in error. (B)(4). Exemption # e2018005. (B)(4).

Manufacturer narrative:
A maquet field service technician replaced the broken screws with news ones and returned the device to service. The investigation is on-going and the result will be included in a follow-up report.

Event description:
The customer reported that the cupola was hanging. The hospitals' technician detected that 2 out of the 3 screws which hold this light head in place were broken off. No information is available about the circumstances of the event. There was no patient involvement and no injuries were reported. (B)(4).